Event description:
It was reported that a malfunction alarm occurred. At the time of call with tandem customer support, customer did not have a backup method of insulin delivery. Customer declined further troubleshooting. Customer¿s blood glucose level was 242 mg/dl.